Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is juan rosado-segarra. Additional initial reporter name: (B)(6). A getinge field service engineer (fse) evaluated and stated that given issue is external to the unit, and nothing functionally wrong with the unit reported. Fse replaced the ac cord assembly. The unit passed all functional and safety tests and was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a broken ground prong. The fat performed a visual inspection and found the part to have a broken ground prong. Probable root cause is a user operational context issue. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received part power cord reel with a reported unit failure of broken ground prong of ac power cord. The fat department performed a visual inspection of the part received and found that the ac power cord is in good condition. The fat department installed ac power cord reel the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department did not verify the broken ground prong. However, the failure analysis and testing department found that the ac power cord reel is not extending or retracting as required. The power cord reel feeder is defective.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had a broken ground prong. There was no patient involvement reported.